Event description:
It was reported that when the catheter was flushed "it became swollen under the skin. The patient feel pain." When the catheter was removed and flushed a crack was noted in the lumen.